Event description:
Customer reportedly obtained glucose results of 538 mg/dl on the inform system and 171 mg/dl on a lab drawn within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect device, however no strips are available for return.